Event description:
It was reported that the device went into backup vvi mode when the patient had a magnetic resonance imaging (MRI) without programming to appropriate MRI settings. There were no adverse health consequences, the patient was stable. Programming changes were made.